Manufacturer narrative:
Additional information/correction: b3/d10, b5 and f10/h6 (medical device problem codes). F10/h6 (medical device problem codes): remove a1203. B3/d10 date: the issue was observed during use of the transfer set in past three (3) months. D10: add solution bags/cassettes, asku. B5: during follow up, it was clarified that the transfer set "can not tightly connected to cassette or solution". The transfer set was replaced and the problem was resolved. H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification were performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Integrity testing was also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a separation issue; further described as ¿the patient end could not be connected tightly to tencknoff¿. This occurred after treatment of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.